Manufacturer narrative:
Initial : during ventricular catheter placement, the mandrel did not detach from the catheter. Follow-up 1 : following the receipt of the catheter ant its mandrel, a visual and functional analysis was carried out. After analysis, the catheter and the mandrel are considered non-compliant because there was inappropriate bonding. This bonding is the cause of the mandrel being blocked in the catheter tip. The cause of this defect has not yet been identified. In conclusion, this case remains isolated and sophysa continues to investigate to find the origin of the problem.

Event description:
During ventricular catheter placement, the mandrel did not detach from the catheter.

Event description:
During ventricular catheter placement, the mandrel did not detach from the catheter.